Event description:
There are four new generic therapeutic classification (gtc) drug codes added to the medications database by a third-party data source causing their associated agents to not display on the ecaremanager "medications view" screen, even though the medication data exists in the database and are used appropriately by other parts of the system, such as threshold prompts and reports.

Manufacturer narrative:
(B)(4).